Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that was allegedly in use when a patient expired. The ventilator was returned to the manufacturer for evaluation. The device passed all testing. No malfunctions or deficiencies that would impact device performance were observed. The device event logs were reviewed. No errors were observed that would indicate a malfunction or failure to deliver therapy occurred. Several user settable alarms and patient circuit related alarms were logged on the reported day of the event, (B)(6) 2016. Twelve patient circuit disconnect alarms were logged on (B)(6) 2016. The patient circuit disconnect alarm with the longest duration sounded for 3926 seconds (approximately 66 minutes) before being silenced/reset at 01:29:33 cst. The manufacturer concludes the device operates and alarms as designed. No malfunctions or deficiencies which would affect device performance were observed.